Manufacturer narrative:
"Vyaire file identification: (B)(6). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available."

Event description:
It was reported to vyaire medical that the vela ventilator is getting transducer fault alarm when powered on after replacing the mainboard. There was no information of patient involvement associated with the reported event.